Event description:
It was reported that two hand pieces were used during an unk procedure. The 4-40 stud broke on both devices. A third hand piece was used to complete the case without pt consequences. One device will be returned and one replacement sent.

Manufacturer narrative:
Add'l info is unavailable; device was not returned for evaluation.